Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the emergency room in backup vvi. The patient complaint of palpitations and diaphragmic stimulations. The backup vvi was caused by an event of queue overflow. A device restoration was performed successfully. The patient will continue to be monitored with regular follow-up.